Event description:
It was reported that the user experienced recurrent low blood glucose after each meal announcement while the ilet was still in its learning period, prompting a request to return the device; the agent reviewed available reports and offered clinical assistance to address the lows. Symptoms included hypoglycemia with a low level of 46 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included a review of device reports and user interactions and provision of troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and that clinical coaching was offered to optimize use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.